Manufacturer narrative:
Amendment. Corrected fields. B5 describe event or problem. H6 impact codes and device codes.

Event description:
It was reported that this right atrial (ra) lead became damaged during the extraction of the right ventricular (rv) lead. Therefore, the right atrial (ra) lead was also removed. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to a lead fracture. No additional information is available at the moment. No additional adverse patient effects were reported.